Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The review shows that the laser was successfully verified prior to treatment. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported a patient who is "seeing rainbows" following lasik treatment. Additional information has been requested.